Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received with a cracked case at the display window corners, cracked display window and minor scratches on the display window. (B)(4).

Event description:
The customer reported via telephone call that the keypad did not functioned properly. The customer reported that sweat may have gotten onto the insulin pump. The issue was not resolved with a battery change. The blood glucose reading was 36 mg/dl. The customer treated with juice. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.